Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for inspection, and the customer's complaint was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the image issue and error occurred due to a faulty cable unit that failed. Olympus will continue to monitor field performance for this device.

Event description:
A customer reported that a noisy image displayed on the monitor from the 4k autoclavable camera head during an endoscopic sinus surgery. There were no reports of patient harm. The procedure was delayed for approximately 7 minutes. The procedure was completed with a different device. The subject device was returned and evaluated. Upon inspection and testing, an e226 error was discovered, due to a faulty camera cable. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The investigation is ongoing; therefore, a root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.